Event description:
It was reported by son of patient, mattress was fine a few days earlier then mattress deflated causing patient to fall from her bed. Patient received a cut on the chin; nurse on call charted "injury is minor, patient did not have further pain and cut was treated with ointment".